Manufacturer narrative:
B3 - date of event is estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the lot number was not reported. Additionally, a query of the complaint handling database could not be conducted based on the lot number since the lot number was not reported. The investigation was unable to determine the reported difficulty. The subsequent treatments are unknown. The patient effect of obstruction/occlusion is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported as a general comment that during the use of prostyle devices, backwall pinching caused acute occlusions, but the deployments seemed fine. The reported treatment of the occlusions are unknown. No additional information was provided.